Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly the customer was using cold insulin. Customer success advocates educated the customer that using cold insulin is off label per the tandem user guide. Customer loaded a new cartridge to address the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.